Event description:
It was reported that the right ventricular (rv) lead had a lead warning for bipolar impedance measurements below 200 ohms. Also with interrogation it was found that the unipolar impedance was greater than the bipolar impedance. The rv lead polarity was programmed to unipolar and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.